Event description:
The device was returned to the service center for a report from the customer contact that the device had a "malfunction message." This does not indicate a reportable malfunction; however, during verification testing at the service center, an e630 (screw rotation error) error code was noted.

Manufacturer narrative:
During testing, the device passed testing. An e630 (screw rotation error) error code was noted in the device history but was not duplicated during testing. Although the device passed testing, the device has been identified as part of a product recall. This report represents all information known by the reporter upon query by hospira personnel.